Manufacturer narrative:
(B)(4). Eval: method - (other): lens work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The rptr stated the surgeon implanted a micl 12.6mm implantable collamer lens on (B)(6) 2010 in the left eye. The lens was removed on (B)(6) 2010 due to low vault. The incision was not enlarged and no suture was required. The lens was exchanged for a longer lens. See MFR # 2023826-2011-00028 for right eye.